Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The reported blood glucose reading was 258 mg/dl. The customer stated that the insulin pump was not working. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.